Manufacturer narrative:
On (B)(6) 2017, the contact performed a pump system check with tandem technical support and the pump was found to be functioning as expected. There were no alarms during the high bg event. Per the contact, the customer was to resume insulin delivery via the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 500 mg/dl range and an insulin injection was delivered to lower the bg level to 194 mg/dl. The customer did not know the cause of the high bg. The customer reverted to using insulin injections to manage diabetes.